Event description:
Pt underwent cataract surgery in 2001 and implantation of staar model aa-4203vf intraocular lens in pt's left eye. According to dr, he was inserting the lens, the lens started to go into the vitreous, and he then noticed the tear in the posterior capsule. Doctor then performed a vitrectomy and replaced the lens with a 3-piece anterior chamber lens. Dr is unable to determine if the capsule tear is due to the lens or not. The pt is doing fine.